Manufacturer narrative:
The device was not available for evaluation.

Event description:
It was reported that during a surgical procedure at the healthcare facility, an ortholock ex pin broke during removal, and was able to be fully removed from the patient. The procedure was completed successfully; no medical intervention was reported.